Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were experiencing dizziness and bradycardia on electrocardiogram, while the implantable pulse generator (ipg) was potentially detecting the patient's pulse rate at lower normal range. The ipg remains in use. No further patient complications have been reported as a result of this event.